Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, it was observed that bloody/body fluids had ingress into the lead insulation. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.